Event description:
During a ptca treatment procedure involving a calcified lesion in an unspecified coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 11 atmospheres on the initial inflation. The patient was asymptomatic during this event. The types and sizes of introducer sheath, guidewire, guide catheter, and inflation device used in this case are unknown. The procedure was successfully completed. Patient status is reported as 'good'.